Event description:
The following was reported to hamilton medical ag: summary:the device failed self-test at start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Replacement of the defective component.